Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at the (B)(4) laboratory, the complete lead was returned and there was dried blood/body fluid noted in the lead lumen and dried body tissue entwined in the helix. Additionally, there was electro-cautery damage as there was melted insulation. Electronically, lead was found to be within specification. The clinical observation was unable to be reproduced during laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that this implantable lead had dislodged. A revision procedure was performed and this product was extracted and replaced. No further adverse patient effects were reported.